Event description:
It was reported that (1) device was used during a low anterior resection. It was reported that a new device was taken out of the package. There was only one staple found in the middle of the resection line. There were two more cartridges used with the same device to complete the case. There was no consequence to pt.